Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:34:06. During night drain cycle two, the patient's ultrafiltration reading was 1247ml, indicating the home patient (hp) drained 1247ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During the event history log review, the increased intra-peritoneal volume (iipv) event was identified. The cause of the iipv was determined to be one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.